Manufacturer narrative:
Device eval summary: device eval of belt sn (B)(4) has been completed. The reported problem (exposed wires above vibration box) has been confirmed. As received, the cable running from the distribution node (dn) to the rear therapy electrode was damaged. The cable was pulled from the strain relief, exposing wires. The root cause of the damaged cable cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report exposed wires above the vibration box. The pt was provided with a replacement electrode belt.